Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number (B)(4). All information has been consolidated into this report.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "benign right breast cysts¿, ¿small 4 mm mass¿, and ¿extreme internal complexity within the right breast implant. The appearances are extremely unusual for intracapsular rupture. Device remains implanted.